Event description:
It was reported via repair work order that the power cord was punctured by a screw causing it to short. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to indicate the investigation found the power cord had been punctured by the p clamp screw during the regular motion/use of the bed, but that there were no resulting exposed wires. The issue of a damaged power cord with no exposed wires is a cosmetic annoyance only. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the power cord was punctured by a screw causing it to short. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.